Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that one day post implant the patient had chest pain and the right ventricular (rv) lead had evidence of non-capture. It was noted that during the lead revision, by fluoroscopy, the rv lead tip was still well anchored in the ventricle and there was not any obvious source of dislodgement. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.